Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was (B)(4). The device history record (DHR) review indicated that there was no quality issues associated with this reported condition. All DHR¿s are reviewed for accuracy prior to product release. Because the sample was not returned, there is not enough evidence to determine what could have caused this event. The following possible causes for the failure may be attributed to: operator error, instructions for use (IFU)¿s not followed: connections, infused substances, inspection not performed adequately, material composition. However, without the sample it is not possible to determine a specific root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. In-process controls such as personnel training, incoming quality acceptance testing for raw material, (B)(4) in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dual lumen umbilical vessel catheter (uvc). The customer reports that a leak was observed from one of the lumens where tpn was given to the baby. The catheter was placed in the vein. The catheter was replaced immediately when the leak was observed and no further issues were observed. The customer further reports that it is unknown if the product was visually inspected prior to use. The product was treated with disinfectant /cleaning solutions. The duration of use was several hours. The patient's condition is well. The infant's weight is (B)(6).